Event description:
It was reported that the rigid video scope had the blurred and indistinct screen. The issue was found during cleaning and disinfection of a therapeutic endoscopic surgery. The procedure was completed using the same set of equipment. There was no patient harm.

Manufacturer narrative:
E1- facility name: (B)(6) medical university. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was a colored screen. Based on the results of the investigation, it was not possible to determine a root cause for the event of "blurred and indistinct" as it was not reproduced. For the event of "color screen", it was found that the universal cord was damaged most likely cause is that the cable was damaged by the force of being pulled. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer